Manufacturer narrative:
Concomitant medical products. Exactech 48 mm novation crown cup; exactech 32 mm cocr femoral head; and. Exactech novation element size 12 femoral stem. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6) 2015, patient underwent a right total hip replacement surgery due to severe osteoarthritis with a large subchondral acetabular cyst. The device which was implanted into the patient was defective in that the gxl liner exhibited early asymmetric polyethylene wear with secondary osteolysis, which caused the device to prematurely fail and severely injure the patient. On or about (B)(6) 2018, patient underwent right hip revision surgery due to failed right total hip arthroplasty that exhibited early polyethylene wear and osteolysis.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d10, g3, g4, g6, h2, h3, h4, h6, h7 and h9 have been updated accordingly. Section d10: concomitant products : cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(6)), element-stem, collared w/ha, std offset, sz 12 (cat# 164-03-12 / serial# (B)(6)), alteon 6.5mm screw, 20mm (cat# 180-65-20 / serial# (B)(6)), integrip cc, cluster 48mm, g1 (cat# 186-01-48 / serial# (B)(6)). (H3) the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for 3+ years. It should also be noted that using a group 1 acetabular liner with a 32mm femoral head creates a combination of the largest available head and the thinnest available acetabular liner (for group 1), which is a risk factor for early wear and lysis specified in the combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, the reported wear and reason for revision cannot be confirmed as the devices were not available for evaluation and no pictures, radiographs, or medical records were provided at the time of this evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.